Event description:
Filter was placed in a supra renal position in a young pregnant (24 weeks) female patient with a history of dvt & pe. Patient delivered in may, returned for routine filter removal 6 months after filter implant. The filter was found to have migrated to the renal veins. One of the arms had detached from the filter, perforated the cava wall and is currently located in the liver. Two-three of the arms still attached to the filter are in the renal veins. Additionally, one of the filter legs is near the spine and another is near the aorta. There is no evidence of bleeding or clot. The patient continues to be asymptomatic. The filter was unable to be retrieved because it is tilted with the apex touching the cava wall.